Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap from a minicap prep kit was damaged. It was reported that the minicap was cracked. The event occurred during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.